Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd vacutainer® precisionglide¿ multiple sample needle has been found containing foreign matter before use. The following has been provided by the initial reporter: white fm was on the needle.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® precisionglide¿ multiple sample needle has been found containing foreign matter before use. The following has been provided by the initial reporter: white fm was on the needle.